Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the lead exhibited high impedance in the bipolar configuration. The device was reprogrammed. The patient was in good condition.